Event description:
It was reported by the customer that post implant of a realize adjustable band, the band had a leak, it was flushed out twice and both times the same amount did not come out. The patient presented with compllaint of weight gain. The band and port were replaced with no adverse consequence to the patient. The patient has resumed weight loss.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Scratches the band/balloon with 59 cm of catheter and the tubing strain relief floating on the catheter were returned for analysis. Upon visual inspection, it was observed that a blue color was present inside of the balloon and catheter most like contrast media used during fluoroscopy. Several scratches were observed on the balloon. A magnification of the scratch on the balloon confirms that the band was punctured (the scratches appeared to have been performed by a sharp instrument e.g. (Suture needle)). A leak test was performed on the balloon with an unsuccessful result; a leak was found where the scratches were observed. The final packaging lot was communicated, therefore a device history record (DHR) review was performed, and no discrepancies were recorded during the manufacturing process. A review of the manufacturing process was performed and it is noted that all products are 100% leak tested prior to release; therefore it is unlikely that a manufacturing issue contributed to the reported event.